Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that there was an alleged history/settings issue. The health care provider reported that the patient was not able to decrease the blood glucose levels despite giving large amounts of insulin. The health care provider (hcp) insisted on replacement of the pump and refused troubleshooting. The hcp also alleged that there was a "technical issue." It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2019 with the following findings:.during investigation, the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. The pump passed delivery accuracy testing and found to be delivering within required specifications. The allegation of a history/settings issue was not duplicated or confirmed during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.